Event description:
At follow-up, noise was observed on the ECG, indicative of lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. (B)(6).